Event description:
Additional information was received from the patient (pt). They reported that it was unknown what could have led to the implant fast depletion issue. Pt reported that their device was still not working right.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant battery will deplete from full to empty within not even 1 day. Patient noted event date of the last 6 months; patient denied any changes to therapy during that time. Agent reviewed implant depletion rates are based on therapy settings and usage and redirected to manufacturer representative (rep) and health care provider (hcp) to further address. Patient stated their previous hcp retired. Agent offered to send physician listing, but patient stated they had already been sent a list which they had on their desk. Patient also commented they may call their old hcp's office to see if another hcp had taken over the practice. Patient mentioned reprogramming a few years ago with rep. No symptoms were reported.